Event description:
Device interrogated and found 337 non-sustained episodes with rate 130 milliseconds to 240 milliseconds and 2 diverted shocks for ventricular oversensing. Lead abandoned/capped and new lead placement (another medtronic lead).